Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge change errors occurred with multiple cartridges during the load sequence. The customer¿s blood glucose level ranged from 142-143 mg/dl. The customer reverted to an alternate form of insulin therapy.